Event description:
It was reported there was an issue with an emg tube during a case. Facility stated that the balloon used to inflate the cuff, detached while the patient was intubated. Or supervisor confirmed that the balloon detached very easily and fell off. This caused a leak and the patient had to be reintubated. The reintubation caused trauma/bleeding in the throat of the patient.

Manufacturer narrative:
Device available date: (B)(6) 2013. Upon evaluation by the quality engineer, the inflation valve was found detached from the emg tube. It appeared that the customer may have exerted force on the inflation lumen and/or cut the inflation valve during use which caused it to separate from the tube. Since the integrity of the device was not intact, the cuff could not be inflated and tested with water to check for leaks. The cuff was observed under magnification to observe for puncture holes or other damage and no obvious damage was observed.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Inflation issue. The product has not been returned for evaluation. No testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.